Manufacturer narrative:
(B)(4). The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.

Event description:
It was reported that during follow-up post-implant, the device was unable to perform atrial and ventricular threshold tests due to noise caused by emi. The physician attempted using a different programmer and different rooms, but the problem persisted. The physician elected to explant and replace the device. The patient was in good condition.